Manufacturer narrative:
(B)(4). S/w version : 5.2a. Retainer ring=black. The pump was returned for pump error 53 found on mar 15, 2021. Pump successfully downloaded traces and history files using thump. Unit passed the self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. No pump error 53 alarms noted during testing. However, the history download confirmed pump error 53(line number 1474 file number 26) confirmed in the pump history/trace files on 03/29/2021 at 2:44am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 53(line number 1474 file number 26) confirmed in the pump history/trace files on 03/29/2021 at 2:44am due to possible hardware error as per global logic analysis (esf #3470387). Problem isolated to electronic assemblies.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear and rewind the pump. The user's sensor glucose reading went below 40 mg/dl. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.